Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional device reported in this complaint: juggerknot soft anchor- 1.4 mm single loaded implant pn912030, lnp04426. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bankart repair surgery. During the surgery, two anchors were inserted in the burr holes of the patient and then pulled out following insertion. They were then removed from the patient. The surgery was completed using additional items of the same product following a 0-15 min delay. No patient impact was reported. No further information was